Manufacturer narrative:
Initial visual examination of the returned device found that the hypotube was kinked at various locations alkong the entire length of the shaft. Further examination found that the profile of the distal end of the stent was irregular, one distal stent strut was protruding upwardly. Microscopic examination of the inflation lumen found contrast media present, indicating that the device had been prepped. No further damage was noted on the returned unit which could have contributed to the reported compaint. The shop floor paperworks for these batches have been reviewed, namely top assembly batch # 7919741 and manifold batch # 7797233. No issues were noted with this review that would have contributed to the complaint reported. The root cause of the reported complaint cannot be conclusively determined.

Event description:
During preparation for a coronary drug eluting stenting treatment procedure, stent damage was noticed. During preparation of a taxus express2 - 2.5 x 12 mm drug eluting stent the physician noticed the stent struts were damaged. Consequently, the stent never touched the pt. No pt injury or complication was reported. The procedure was successfully completed using another taxus express2 - 2.5 x 12 mm drug eluting stent. Pt status is reported as "satisfied."